Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument was found with grip cables broken at the snake wrist, between the first and second wrist disc. Engineering also found multiple main tube scratches at the distal end with material removed. The main tube was bent at the distal end. Engineering concluded that the damages were likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si lobectomy procedure the thoracic grasper instrument was noted to have an issue with angulation. The staff inspected the instrument and the angulation wires were noted to broken.